Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 694765 implantable tachy lead, implanted: (B)(6) 2013.

Event description:
It was reported that during lead insertion the patient became unresponsive for an unknown reason and died. No perforation or complication related to the leads was reported. No perforation or tamponade is suspected. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.